Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the fitting that attached the mucous specimen trap to the suction was too short.

Event description:
It was reported that the fitting that attached the mucous specimen trap to the suction was too short.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions: 1. Tighten cap to seal mucous specimen trap before using. 2. Attach female connector to suction instrument or catheter. 3. Attach male connector to suction source. 4. Obtain specimen. 5. Disconnect trap and fully secure female connector over male connector on cap. 6. Attach patient identification label to vial (not supplied). Assembled in mexico. Caution, consult accompanying documents. Single use. Do not resterilize. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Contains or presence of phthalates: di(2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks."